Event description:
Patient was admitted to the hospital on (B)(6) 2024. On (B)(6) 2024, a stage 3 pressure injury was observed on the sacrum by the facility. There was no indication of injury progression or what, if any, additional treatment was required for the pressure injury. Review of the guardian system controller data noted "leak alert" events prior to the injury event occurrence, resulting in the controller prompting the healthcare professional to take action to replace the surface. The "leak alert" events were manually cleared by the user without replacement of the surface during the time period leading up to the pressure injury discovery. If any further relevant information becomes available an update to this report will be filed.

Manufacturer narrative:
This injury was discovered by turncare through a review of hospital hapi report information. There was no allegation from the customer that the guardian system caused or contributed to the pressure injury event. Investigation was conducted on the available information and from the data collected by the guardian device.